Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to an olympus sales representative that during preparation for use, the visera elite ii video system center displayed an intermittent image. When turning the tower on, the processor will sometimes send a signal to the monitor. There have been no color bars and sometimes a black image. This equipment had been in storage and was being setup for the first time (out-of-box failure). There was no patient involvement.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.